Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that upon opening the cement, the powder was bursted.

Event description:
It was reported that upon opening the cement, the powder was bursted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d1, d4, d10, g4, h2, h6, h7, h10. The product analysis showed that the right sealing was damaged. Indeed, there was a small hole on the top right of the right sealing. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 40x1, reference 3003940001, batch a750ed0910 were manufactured on 16th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (packaging : inner cement pouch open). 2 complaints have been recorded for refobacin bone cement r 40x1, reference 3003940001, batch a750ed0910 within one year. The reported event was confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.